Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (approximately 8am). The patient manages her diabetes with insulin (self adjuster); however, in response to the alleged meter issue, the patient reportedly consumed less food/drink (date/time unknown). According to the csr¿s documentation, as a result of the reported power issue, the patient allegedly developed symptoms of feeling tired and sleepy and sweating on the morning of (B)(6). The patient, however, denied receiving any form of medical intervention after the alleged product issue occurred. At the time of troubleshooting, the csr verified the subject meter¿s battery did not need to be replaced, the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the patient was using the correct test strips (per owner¿s booklet recommendation). The alleged issue, however, remains unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.